Event description:
It was reported the patient has had no pain relief since implant despite multiple increases. The patient had no response to receiving a bolus of morphine 2.39 mg. The physician was unable to aspirate the catheter for a dye study. The physician opted to flush the catheter with isovue. There was no resistance felt while flushing the catheter with dye. The contrast lingered on fluoroscopy images rather than appearing as blushing at the catheter tip and dissipating quickly as would be expected if the catheter was in the intrathecal space. The catheter had migrated/dislodged. Surgical intervention was planned. The patient was referred to the neurosurgeon for a catheter revision. The patient status at time of this report was alive; no injury. As of (B)(6) 2014, the patient has not had a revision. The pump was delivering morphine. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, the night following a dye study, the patient started vomiting violently. The patient was hospitalized due to this vomiting and a metal taste in his mouth. It was noted that, during the dye study, the patient felt something splash on his face. The patient wasn't sure if it was dye, but wanted to know if ingesting contrast dye could have caused the vomiting. The dye study was done approximately 2 weeks prior to the date of this report. A catheter revision was done on (B)(6) 2014. The reporter was unaware of the patient's status after the catheter revision, but assumed that he was fine as she had not heard anything further. The cause of the patient's vomiting was not determined. The patient's healthcare provider (hcp) thought that the patient may have gotten a bolus of drug from the dye, but this had not been confirmed. The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).